Event description:
A pt had "red and blistering" skin under the entire surface of the gel and foam adhesive. The pads were in place for 2.75 hours and one electrical shock was delivered at 100 joules during this time duration. Defibrillator was an hp codemaster xlt/mi722b, and the cable was an hp m1750a. The skin condition was treated with silvadene and steroid cream.